Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Although some residue was found throughout the inside of the pump the device performed per specifications. Returned for analysis was also the catheter; the 8578 sc connector had coring-tears-cuts in seal, while the 8709 catheter segment had a dark residue in dispensing holes, however they were analyzed to be patent as received with no leaking during testing.

Event description:
It was reported that the patient experienced withdrawal with underdose symptoms and then had overdose symptoms. A catheter access port study was performed and showed normal catheter flow. There was a noted volume discrepancy where the expected volume was 19.1ml, but the reservoir only contained 15ml. The healthcare professional opted to replace the pump and catheter system on the day of report. The device system had been used to deliver dilaudid and marcaine.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: accessory: product ID 8709, lot# l58359, implanted: (B)(6) 1999, explanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.